Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined low disk space. A technical support specialist clear up structured query language (sql) dump files from the server to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fatal error. The customer stated that the fatal error warning. Due to the business of the ward as they just relocated, this caused delay in patient treatment. There were no adverse events or injuries reported based on this event.